Event description:
It was reported the system 7 v-notch sagittal saw was overheating during testing prior to a procedure at the customer account. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported overheating was duplicated by a manufacturing service technician through functional evaluation. Upon disassembly per visual inspection, a loose drivelink was found within the device which can lead to the reported event.

Event description:
It was reported the system 7 v-notch sagittal saw was overheating during testing prior to a procedure at the customer account. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.